Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2026. Eight minutes into the initial procedure the patient became unstable and blood pressure dropped. The polymer rings lost their contrast, the auto injector was removed and anesthesia was informed. Anesthesia intubated the patient, got blood pressure under control and placed patient on a ventilator. The physician elected to implant a palmaz stent (non-endologix)to stabilize the sealing rings of the alto main body. The aneurysm was excluded and post computed tomography angiography taken one hour later looked good. The patent was then sent to the intensive care unit. The following day the patient was extubated, responding to commands, and moving arms and legs. The patient is in a rehab facility out of the hospital and has had a lot of blood transfusions due to a hematoma not related to the procedure. Patient sores on back are clearing up.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the intraoperative, polymer leak and hypotension complaints are unconfirmed. This is not consistent with the reported adverse event/incident. It is unclear if a polymer leak occurred based on the single image provided, as no additional clinical or imaging information is available for confirmation. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. The final patient status is reported as improving in a rehabilitation facility. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem has been updated. B6: relevant tests and lab data has been updated g3: date received by manufacturer has been updated. H6: investigation type codes: remove code 4118 h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted upon completing of clinical evaluation.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2026. Eight minutes into the initial procedure the patient became unstable and blood pressure dropped. The polymer rings lost their contrast, the auto injector was removed and anesthesia was informed. Anesthesia intubated the patient and got blood pressure under control. The physician elected to implant a palmaz stent (non-endologix) to stabilize the sealing rings of the alto main body. The aneurysm was excluded and post computed tomography angiography taken one hour later looked good. The patent was then sent to the intensive care unit. The following day the patient was extubated, responding to commands, and moving arms and legs. The patient's mental status is good, and all labs and vitals look okay.